Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 22 mg/dl and 61 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The homepatient (hp) reported that the transfer set was loose and cracked where it was connected. The hp was on the homechoice (hc) during fill 1 of 4. The technical service representative advised to call the nurse or hospital to see if it could be replaced.